Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: during investigation, there was one pump reboot observed in the black box. There was no damage found to the returned battery cap. The battery compartment was found to be cracked. There was no moisture observed in the battery compartment. The returned battery cap was able to attach to the pump and was used to complete a 24 hours duration test. There was no power interruption duplicated during this time. The returned battery cap contact measurements were within specification. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. The complaint was verified in the history but could not be duplicated during this time. The base was found to be cracked between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.